Event description:
During implantation of thoratec vad (ventricular assist device), the perfusionist reported that the left ventricle apical site was bleeding circumferentially around the cuff of the ventricular cannula. Patient continued to bleed for 20 to 30 minutes. Surgeon decided to replace the ventricular cannula and the bleeding subsided as pt was anastomosing the outflow graft to the aorta. It was noted on the medical device tracking form that the patient expired shortly after surgery due to biventricular failure. It was also noted of the medical device tracking form that the vad system did not contribute to the patient's death. It appears that the suturing technique used by the surgeon may have contributed to the bleeding.